Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized due to sensors breaking inside his body. Customer's blood glucose was 180 mg/dl. Customer mentioned another hospitalization due to diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 600 mg/dl. Customer was off the device for less than a day prior to the hospitalization. After troubleshooting, customer was advised to contact healthcare professionals. Customer will not be returning the device for analysis.